Event description:
The patient was implanted with a left ventricular assist device (lvad) and reported seeing smoke from the system controller, so it was exchanged to the back-up system controller. The patient did not recall any alarms or pump malfunction during the event. Upon the patient returning the system controller to the hospital, the vad coordinator noted that the black power lead strain relief of the system controller was broken and there was a hole near the connector with exposed wires.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. Visual inspection confirmed a broken strain relief and a tear in the cable at the point where the strain relief was broken. Further investigation revealed that the internal conductors seemed as though they had burned together, consistent with the reported event of smoke coming from the controller. A conclusive determination of the cause of the observed burn damage could not be made due to the severity of the damage. The broken strain relief has been addressed through the manufacturer's design change system. No further information is available. The manufacturer is closing its file on its event.